Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) conducted a remote support session and found no failures. The nurse was unable to specify the drawer number. No failure data was observed during remote support, and the application server reported no failures. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cubie drawer did not open. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported due to this event.